Event description:
Customer reported being hospitalized due to drug interaction and hbg as per md. Customer had hbg for 2 days and started valium same day. Instructed customer to monitor bg, explained 2 hbg rule and call back for hp test when clamp arrives.